Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 11/01/2016 stating that 60 cycle noise noted on the atrial channel. Additional information received on 11/21/2016 that high impedance from around 500 to 1200 on ra lead and also noted on oversensing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).